Manufacturer narrative:
No frozen screen noted during testing. Device received with intermittent button response during testing due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a frozen display and the buttons of the insulin pump was not responding. The customer's blood glucose value was unknown at the time of the incident. The customer reported that the numbers were not ramping on their own and the scroll bar was not moving with no input. The customer reported that there was no response from any button. The customer reported that the insulin pump was not exposed to anything. It needed to be pressed it a few times before it responds. The customer reported that the time clock advances. The customer was calling back after installing a new battery, monitoring the insulin pump for 2 hours and frozen display recurred. The customer did the battery re placement and still the same issue persisted. The customer was advised to revert to the back-up plan. The device will be returned for analysis.